Event description:
It was reported that during a gastrectomy procedure, the device used with the first reload with no issue. When loaded with the second reload ecr60g (properly placed), the device blocks and releases only one staple line (instead of three). Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned. Would not cut but stapled partially.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.